Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the electrode's black insulating sheath at the distal end peeled off into the patient's joint space. All of the debris was removed the body and the procedure was completed successfully without further issue or harm to the patient. Complaint devices discarded by user facility.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a root cause analysis. Upon completion of the analysis, the results will be forwarded via the follow-up report.